Manufacturer narrative:
Results: the indigo system cat8 aspiration catheter (cat8) was kinked approximately 46.0, 107.0, and 108.0 cm from the proximal hub. The distal tip was crushed. Conclusion: evaluation of the returned cat8 revealed multiple kinks concentrated on its distal tip. If the cat8 is advanced through a severely kinked non-penumbra sheath, the distal tip may become crushed. If the physician continues to advance the cat8 against this resistance, the observed kinks may occur. The reported bending of the patient¿s knee may also have contributed to the damage observed on the cat8. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal vein using an indigo system cat8 aspiration catheter (cat8). During the procedure, the physician felt resistance advancing the cat8 through the non-penumbra sheath and, therefore, removed the cat8. Upon removal, the physician noticed that the distal tip of the cat8 was crushed. The physician injected contrast and found that the sheath was badly kinked within the patient; therefore, the sheath was removed. The procedure was completed using a new non-penumbra sheath and a new cat8. It was also reported that the patient admitted to bending his knees while receiving tissue plasminogen activator (tpa) through the sheath overnight. There was no report of an adverse effect to the patient.